Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. The reporter alleged the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: the audio bolus button cover was found to be intact. The audio bolus button responds appropriately during testing. The button cover was removed and no contamination was found to the button contacts. The pump cover was removed and no moisture was found inside the pump. The allegation of an audio bolus button response issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.